Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition ll everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mildly calcified, mildly tortuous distal left anterior descending coronary artery. The lesion was pre-dilated and a 3.0x48mm xience xpedition stent was implanted. After implantation, a dissection was noted. Another xience xpedition was implanted to treat the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.